Event description:
User facility reported: physicians were performing a left heart catheterization using a 5fr jl4 catheter. They wired the diagnostic catheter into the patient's aorta, removed the guide wire, and as the one of the physicians was connecting the jl4 catheter to the stopcock, the peristaltic pump on the acist angiographic injection system, model cvi, began to oscillate, flushing saline through the tubing to the patient catheter. The user facility reported that another manufacturer's extension tubing was connected to the acist high-pressure tubing and the acist stopcock was connected on the end of the extension tubing. The user facility believes that air was injected into the patient when the saline flush occurred because the physician had not yet aspirated and flushed the jl4 catheter. There was no air seen on the fluoroscopy and there were no images taken. The patient had no symptoms and it was suspected that the air went into the patient's aorta and not into the patient's coronary artery. The physicians continued to use the injector to complete the patient case and used the injector for a subsequent patient case. The user facility reported that they had observed oscillation of the peristaltic pump without user activation on the day prior to the event and also add'l occurrences on the same day of the event.

Manufacturer narrative:
The user facility reported the event to acist on (B)(4) 2014. Acist instructed the user facility to discontinue use of the acist angiographic contrast injection system, model cvi, and arranged for the injection system to be sent to acist for testing and evaluation. On (B)(4) the user facility reported that the acist injection system was still in use and acist instructed the user facility to discontinue use. The user facility discontinued use of the injection system on (B)(4) 2014. The injection system was rec'd at acist on (B)(4) 2014. Testing and evaluation of the injection system is in process. Upon completion of the testing and investigation, a f/u report will be submitted to FDA.